Event description:
It was reported that the device has a damaged downstream occlusion seal, and the keypad was peeling off. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. The customer reported that the downstream occlusion (dso) seal was damaged. However, visual inspection showed that the dso seal was only delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The device tested normally. Preventative maintenance was performed.